Event description:
Additional information later reported it was planned to explant the pump on (B)(6) 2013. The patient had no symptoms that the reporter knew of. The patient had multiple MRI's of different parts of her back and that all of that exposure to emi was believed to be the reason for the pump needing to be replaced. The patient was fine, awaiting surgery and was being managed with oral medications.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient had ¿tremor¿ and was having an MRI. The hcp also reported the patient had indicated the ¿pump did not work¿.

Event description:
It was reported that intermittent motor stalls occurred. The patient was referred to neurosurgery. The device system was used to deliver lioresal. At the time of this report, the patient status was reported as ¿alive-no injury¿. No adverse events occurred. It was later reported that the patient heard alarms. The motor stalls occurred on (B)(6) 2013 at 0853 with a recovery on (B)(6) 2013 at 0154, on (B)(6) 2013 at 0646 with a recovery on (B)(6) 2013 at 1413, at (B)(6) 2013 at 1557 with a recovery on (B)(6) 2013 at 0938 and on (B)(6) 2013 with no recovery. The patient was awaiting replacement. The patient did not experience withdrawal. It was noted that the healthcare provider (hcp) was unable to aspirate from the catheter on (B)(6) 2013 at a pump refill. The device system was used to deliver baclofen 2000mcg/ml at 1149.2mcg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).299

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the patient was last seen on (B)(6) 2013. The pump had malfunctioned and aspiration from the side port was not possible on (B)(6) 2013. Clinical evaluation also noted that the pump had been intermittently stalling and the patient's intrathecal baclofen rate was "1149 mcg/day." The patient exhibited no signs or symptoms of baclofen withdrawal, but there was a slight increase in her spasticity. Because the patient had a high level of baseline spasticity, the suspicion was that the catheter had not been working for a while. The patient's current concentration of lioresal intrathecal was 2000 mcg/ml, and the dose had been tapered down to 99 mcg/day. Following the planned pump and catheter replacement, the physician requested that the intrathecal medication placed in the patient's pump be lioresal intrathecal (500 mcg/ml) and to have the pump administer 100 mcg/day. The catheter tip location requested for the catheter replacement was the mid thoracic region. The pump and catheter replacement took place on (B)(6) 2013. X-rays had been requested to be performed prior to discharge with catheter level. Prior to (B)(6) 2013, the last pump change occurred on (B)(6) 2013 where the pump was administering 99.9 mcg/day of lioresal intrathecal (2000 mcg/ml). Per the pump logs, a motor stall was identified on (B)(6) 2013 and the pump was restarted due to restart command, and on (B)(6) 2013, the motor stall recovery occurred.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Corrected information: there was no stall noted in the logs on (B)(6) 2013 as previously reported.